Event description:
It was reported that the video system center exhibited green image. The reported issue occurred during an unknown procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be identified. However, it is presumed that an event has occurred in which the image is not displayed due to a malfunction of the dr board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.